Event description:
It was reported that the roller clamp of an interlink buretrol solution set failed to stop flow, resulting in an overinfusion. The reporter stated that the buretrol chamber ¿filled completely with fluid even though the roller clamp between the buretrol and the intravenous bag was completely closed.¿ this occurred during infusion of an antibiotic using an unspecified infusion pump. It is unknown how much solution infused; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was reported to be an infant. The event was reported to have occurred during the week before the date of the report. Patient care manager - maternal child program. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation primed and out of the pouch. Visual inspection showed the roller clamp assembly was not in the complete shutoff position. Functional testing was performed; the roller clamp was left in the open position and the sample flowed as expected. Then the roller clamp was put in the shutoff position and no flow was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.